Event description:
It was reported that the customer experienced a blood glucose (bg) level of 450 mg/dl and a small ketone level. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with no permanent damage; however, customer indicated treatment did not resolve the issue as customer was experiencing issues unrelated to the event, diabetes, or pump. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.